Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that the right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. The rv lead remains in service.